Event description:
It was reported that during a surgical procedure at the user facility the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported overheating was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, several mechanical problems were identified which could contribute to the reported event, including a loose drive link, a worn eccentric bearing, and a loose indexing latch.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.